Event description:
The patient contacted animas on (B)(6) 2012 alleging low blood glucose (bg) of 45 mg/dl with hand tremors that was resolved to 79 mg/dl with food consumption. One hour prior to calling animas, the patient reported his bg was 290 mg/dl with thirst. The patient stated, he did not give entire bolus amounts because he was not certain if he would receive too much insulin again and lower his bg too low again because, the insulin on board function was not programmed. During the call with animas customer support, the patient's bg was 190 mg/dl without symptoms. The patient reported that he did not set the insulin on board was not set when the pump was received the prior day. Animas customer support assisted the patient in programming the insulin on board feature of the pump during the call. This complaint is being reported because the patient experienced low bg while on insulin pump therapy with a pump that did not have the insulin on board feature programmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.